Event description:
On (B) (6) 2010 patient reported experiencing hyperglycemia. Patient stated she experienced elevated blood glucose readings in the evenings and in the middle of the night. Patient reported one example was a reading of 366 mg/dl in the middle of the night a few days ago. Patient stated her most recent elevated blood glucose was 232 mg/dl last night. Patient did not know the cause of the elevated blood glucose. Patient reported she brings her blood glucose down successfully with bolus and adjusting her basal rates. Patient stated no occlusions for any other errors occurred on the infusion device during this time. Patient reported the infusion adapter was last changed a year ago. Educated her on when to change the adapter. Recommended changing the adapter with her next cartridge change. Patient was not currently experiencing elevated blood glucose. Her last blood glucose reading was 80 mg/dl. Patient reported she had a cold a couple of weeks ago. Patient reported about a week and a half ago the cartridge plunger became stuck on the piston rod and a small amount of insulin spilled inside the infusion device. She stated she successfully removed the plunger from the piston rod. Patient reported there was not enough insulin to pour out of the device, so she dried out the cartridge compartment before using the device again. Educated her on how to remove the cartridge to avoid the plunger from becoming stuck on the piston rod. Patient's target blood glucose range is 60-80 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.